Manufacturer narrative:
The device was returned to olympus, testing and inspection found that the there was no sdi 1 image due to a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during installation the serial digital interface 1 input on the monitor was not working. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: printed circuit board failure this report is being submitted for the malfunction found during evaluation (printed circuit board failure).